Event description:
It was reported that post a coronary stenting treatment procedure, the patient experienced abdominal pain and chest tightness. In (B)(6) 2006, a 2.75 x 16mm taxus stent was deployed in the left anterior desending artery. In (B)(6) 2007, the patient experienced abdominal pain. The patient also reported "spells involving chest tightness that occurs after lunch".

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.